Manufacturer narrative:
Concomitant products: product ID: 977a275, serial#: (B)(4), product type: lead. Product ID: 977a275, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was high impedance on electrode #2. The issue was unresolved with no further action taken. There were no patient symptoms reported. Additional information was received. High impedance on electrodes 2, 3,5 avoid 6, 10. Date of test was (B)(6) 2020. Unresolved with no further actions planned. Cause was high impedance on electrodes 3, 5, avoid using 6, 10. It was reported that a device interrogation was performed and showed high impedance avoid using electrodes 2,3,5,6,7,10. It was noted the event was related to the device or therapy. There were no associated signs or symptoms. The event was unresolved and no further actions were planned.